Event description:
On 11/18/93, pic line catheter inserted in right antercubital fossa. Hyperalimentation started. On 11/26, in the morning, hub of pic line catheter racked. Leaking unable to repair at the time. Tried several times without success. On 11/26 in pm. Catheter removed.